Manufacturer narrative:
The lot was manufactured between january 29, 2018 ¿ february 7, 2018. The device was received for evaluation along with photographs. Visual inspection of the actual sample and photographs identified a crack on the minicap. The device was cut open and the unit was observed to have damage at the positive stop of the minicap. Underwater pressure test was performed and bubbles were identified. The reported condition was verified. The cause of the condition was over-tightening of the minicap; customer misuse. User instructions are provided with the product on how to properly handle the device and warns the user to not over-tighten the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked and leaked with povidone iodine. The transfer set was replaced as a result. There was no patient injury or medical intervention associated with this event. No additional information is available.